Manufacturer narrative:
Upon receipt of additional information, it was determined that this item was reported in error. There was no allegation against the femur component chosen. The reported event is for the wrong articular surface chosen to mate with the femur.

Event description:
Upon receipt of additional information, it was determined that this item was reported in error. There was no allegation against the femur component chosen. The reported event is for the wrong articular surface chosen to mate with the femur.

Manufacturer narrative:
(B)(4). D10-medical product: articular surface fixed bearing (ps) left 10 mm height. Item# 42511400810 lot# 63505678. G2- united kingdom. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an incorrect femoral component was implanted into a patient. Staff read the packaging to match the components of the implant, however the staff did not realize that they needed to check an additional code on the implant box. The code itself is in small letters on the bottom right of the box. All the other essential codes are in large bold font in the center of the box. At this point in time the surgeon feels that the patient will come to no harm. Attempts to obtain additional information have been made; however, no more information is available at this time.